Manufacturer narrative:
(B)(4)

Event description:
It was reported that a very slow vt with some undersensing of the ventricular complexes due to the timing with the atrial events was observed. The undersensing was causing the device to overpace. The patient had an ablation for the slow vt to try and prevent it going forward. The device remains implanted. The patient was discharged home.